Manufacturer narrative:
(B)(4).

Event description:
It was reported that on : (B)(6) 2008, the patient presented for lab/ pathology examination. On (B)(6) 2009, the patient underwent CT lumbar spine without contrast. Impression ; kyphoscoliosis associated with isthmic spondylolisthesis at l5-s1. On (B)(6) 2009 the patient underwent posterior scoliosis fusion t2 to l4 with stainless steel pedicle instrumentation from t2 to l4, left iliac crest bone graft harvesting, application and removal of skull tongs, insertion of epidural catheter. Per-op notes: placed stainless steel fixed head screw instrumentation starting distally at each level. First perforated the cortical bone with a burr. Probed and tapped to 5.5mm. Probed that depth and patency and placed in 7.5mm in diameter screws from t9 to l4. Above t9, they used a 4.5mm tap and placed 6.5mm in diameter screws. The rods were first placed into the proximal several vertebrae and were secured with their caps. On (B)(6) 2009 , the patient presented for lab examination ; spine scoliosis ap lat - "mhmc" . On (B)(6) 2011 the patient was presented for office visit with back pain symptoms. Assessments: acute right ankle and right hand sprain and left lower rib contusion. On (B)(6) 2011, the patient presented for x ray scoliosis standing . On (B)(6) 2011 the patient underwent removal of partial instrumentation, revision instrumentation at t10-l3, exploration of fusion. Preoperative diagnosis: broken rod, status post kyphosis fusion. Findings: solid fusion; dislodged cap; rod fracture between l1-2. Perop notes: removed cross link distally. Removed locking caps of t11 through l3 on the right side and the same on the left side. The broken piece of rod distally was lifted out. All the other instrumentation was replaced with new instrumentation of legacy. With the solid fusion, there was no reason for additional bone work. The patient underwent x rays of the thoracic and lumbar spine. Result: pedicle screws and associated posterior fixation rods are seen at multiple levels in the thoracic and lumbar spine. On (B)(6) 2011 the patient underwent CT scan of the thoracic and lumbar spine. Impressions: limited study as beam hardening artifact limits evaluation for canal stenosis. If there is additional interest to myelogram would be helpful. There is however no significant foraminal stenosis at any level in the thoracic or lumbar spine. Bilateral pars defects without anterior listhesis at l5-s1. Age indeterminate but probably old fracture of t12. The patient also underwent CT scan of the lumbar spine. Limited study as beam hardening artifact limits evaluation fro canal stenosis. If there is additional interest to myelogram would be helpful. There is however no significant foraminal stenosis at any level in the thoracic or lumbar spine. On (B)(6) 2013, the patient presented with back pain and underwent xr of lumbar spine. On (B)(6) 2013 , the patient presented for consultation . Visit diagnosis ; kyphosis . On (B)(6) 2013, the patient presented for follow up and pre surgery evaluation. On (B)(6) 2013, the patient presented for revision of left thoracolumbar rod . The reason for hospitalization was broken thoracolumbar rod. Pre-op diagnosis : failed spinal instrumentation . The patient underwent following procedure; removal of posterior thoracolumbar instrumentation , reinsertion of t2-l3 spinal instrumentation. During the procedure, "the surgeon removed fractured rod . Set screws were removed from pedicle screws on the left side . New steel rod was contoured to the appropriate length and shape and secured to the pedicle screws extending from t2-l3. On (B)(6) 2013, the patient presented post-opp visit.

Manufacturer narrative:
.

Event description:
It was reported that on: (B)(6) 2009: the patient presented for office visit weeks post-op t2 to l4 fusion for kyphosis. On (B)(6) 2009: the patient underwent x-ray spine scoliosis. Impression: stable t2 to l3 posterolateral fusion. Bilateral l5 pars defects. On (B)(6) 2009: the patient presented for follow up for regurgitation. On (B)(6) 2009: patient underwent spine scoliosis ap lat .impression :stable appearance of posterior spinal fusion. Stable appearance of bilateral l5 pars defects with no evidence of anterolisthesis. On (B)(6) 2011: the patient presented for an office visit with a history of scoliosis. On (B)(6) 2011: the patient underwent anterior posterior and lateral x-ray of spine due to scoliosis. Impression: there is a new break in the surgical hardware on the left at the l2-l3 level, with new levoscoliosis in the lower thoracic and lumbar region. Mild retrolisthesis of l4 and l5 is unchanged. On (B)(6) 2011, the patient presented for x ray scoliosis standing. Impression: postoperative as above. Result: a minimal leftward curve is present in the lumber spine. There is a slight kyphosis at the thoracolumbar junction. Extensive posterior spinal instrumentation with multi level pedicle screw fixation extends fromt2 through l3. Hardware is intact. Moderate disk space narrowing is present at l3-l4 and l2-l3. On (B)(6) 2011, patient was discharged from hospital.

Manufacturer narrative:
Image review analysis: adult deformity connection with multiple pre-op, post-op and post revision x-rays. T2-l3 instrumentation is present. One standing ap film from 2009 show good deformity correction and pedicle screw constructs. Per report a rod fracture occurred, was revised and then occurred again. Per surgeon report solid bony fusion was present. Possible contributing factor include junctional failure. If fusion is present across construct. Later x-rays shows possible deformity progression at lower lumbar levels. Root cause indeterminate.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent implantation of spinal instrumentation system. In (B)(6) 2013, the patient reportedly learned that the system was defective and had failed. The patient was immediately scheduled for a surgery to remove and replace the system and this surgery was completed in (B)(6) 2013. The patient had allegedly suffered severe and debilitating injuries and pain due to the implantation of the hardware.